Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contact pin was missing on the first loading bay and the retaining ring had expanded which lead not to hold the pin in place. Therefore, the reported condition was confirmed. The assignable root cause was not determined. This issue is being investigated through scar. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 9 of 9 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the trauma and recon system (trs) were not functioning when used together. According to the reporter, the trauma and recon system (trs) was non-functional after sterilization and could not be used at the last surgery. The reporter indicated that both of the lids devices were difficult to attach to the handpiece devices and the saw device was difficult to switch to "saw" position. However, it was achievable by forcing. The reporter further reported that the handpiece device was unusable. When the hospital got to set up the lid device, it was impossible to go beyond the locked position. It was further reported that the pin from the charger remained in the power module device. According to the reporter, the second trauma and recon system (trs) set was still usable but the medical staff encountered similar difficulties to the introduction of the covers and to the passage mode "drill / ream" or "saw." There was a ten minute delay to the surgical procedure to change the motor and another device. The reporter indicated that the patient was on anesthesia without incision. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.